Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the intraventricular artery (iva) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, and a guidewire. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the catrx through the middle of the guide catheter. Therefore, the physician decided to remove the catrx. While removing the catrx from the guide catheter, the physician experienced resistance. After removing the catrx from the patient, the physician found that the catrx was fractured. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture and revealed that the device was kinked at the fractured location. Further evaluation revealed additional kinks along the catheter shaft. If the device is advanced against resistance, damage such as kinks may occur. Subsequently, if the device is retracted against resistance, the kink may worsen to a fracture. Based on the reported event, the patient¿s anatomy was tortuous. This may have contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.